Event description:
It was reported that the ambulance was called on (B)(6) 2014. Customer's blood glucose level at the time 13mg/dl. The customer stated that they believe it was due to over delivery of insulin as well as overindulgence of alcohol. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).